Event description:
A physician reported that a crack at the root of the trailing haptic was confirmed at the time of implantation. Since there was no deviation, the surgery was completed as it was. The next day, the haptic was torn and prolapsed into the anterior chamber, which was removed on next day and an unspecified iol was implanted. The video showed that the trailing haptic was firmly tucked and there seemed to be no problem with the implantation method. The patient was hepatitis c virus positive (hcv+), but the doctor said it was a non-infectious type.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. Only video was returned. Video shows intraocular lens (iol) implantation. The device comes in the picture, part of the viscoelastic filling process is shown. The iol condition cannot be determined at this point. The device moves off screen. When the nozzle tip re-appears it is inserted into the wound. The iol is already advanced to mid nozzle, the user does not stop at the pause location. The video is slightly out of focus at this point so iol condition and iol position for the advancement cannot be determined. The video comes back into clear focus when the iol is folded and passing through the depth guard and nozzle tip. As the iol is implanted and begins to unfold, the trailing haptic is seen to be slightly twisted and broken/torn partially adhered at the haptic /optic junction. Based on our observation of the attached video, the tailing haptic is broken. A definitive determination of damage cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).